Event description:
The manufacturer received information alleging the rubber seal above his tank has dark mold around the top and would like a new rubber seal. The patient alleged to experience bacterial infection for six weeks and constant cold. No known medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.